Event description:
On (B)(6) 2013, the following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the exit alarm allegedly did not activate and the patient fell out of the bed. There was no injury to the patient. The patient was reported as doing well.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of november 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Manufacturer's complaint reference: (B)(4). Additional information will be provided upon conclusion of the manufacturer investigation.